Event description:
As reported on the medsun report form (B)(4): ¿ during the removal of the temporary wire transfer for pacemaker via right internal jugular vein, the tip of the wire (with about 1.5cm of the catheter) broke off and was retained just outside the sheath (as seen per fluoroscopy) but inside the sterile cover. The anesthesiologist that was pulling out the device deflated the balloon prior (and confirmed when fully removed) and did not feel a lot of resistance during pull back. It was indicated that customer was unsure if it could potentially embolize. Doctors removed the sheath under fluoroscopy to ensure the tip went with it, and it did. This occurred within the first 24 hours that the device was in use on the patient¿. The original intended procedure was an insertion of a temporary transvenous pacemaker via right internal jugular vein under fluoroscopy. There were no patient complications reported.

Manufacturer narrative:
The device was discarded and is not available for evaluation. The lot number was not provided, therefore a review of the manufacturing records could not be completed. With such limited information, it is not possible to determine the cause of the event. No further actions are possible at this time.